Manufacturer narrative:
This report is filed on february 20, 2020.

Event description:
The device was explanted as the recipient reportedly experienced abnormal sound percepts. In-situ tests showed atypical measurements on multiple electrodes. The results of tests performed with the device in saline solution showed a breach in the electrical insulation of the electrode wire assembly.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, due to the reported pain experienced by the patient. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted december 31, 2019.

Manufacturer narrative:
This report is submitted on october 10, 2019.

Event description:
Per the clinic, the patient was treated antibiotics due to pain at implant site (date not reported).